Event description:
It was reported that the user experienced alert 38 indicating consecutive stalled motor on the ilet pump, attempted an early restart without resolution, then restarted the ilet with customer care and completed a 120-unit dry run which was successful; the user subsequently changed all infusion supplies and blood glucose had been elevated to 220 mg/dl during the interruption but returned to range after the supply change. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided during troubleshooting. Investigation of this case revealed a mechanical problem related to a stalled motor alert, with successful dry run and supply replacement indicating a mechanical problem identified; no manufacturing deficiency was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.